Manufacturer narrative:
H.6. Investigation: one sample was submitted for quality investigation. The customer complaint of separation and air-in-line was verified by inspection. Visual inspection verified that the filter separated from the tubing. Further investigation of the infusion set was conducted by attempting to prime the infusion set. The infusion set would not prime and when attempting to pump normal saline through using an alaris pump, the pump would immediately indicate an air-in-line error. Further examination of the infusion set indicates a clogged filter. Tpn was used with the infusion set and there is still tpn remaining in the filter. Tpn, when used with the filters, can clog the filter if used too long. The sample was sent to the filter supplier and they conducted further analysis on the infusion set. The supplier was able to clear any occlusion in the infusion set and re-attach the tubing that separated from the outlet port of the filter. The supplier was able to prime the infusion set and leakage was noticed at a filter vent. The infusion set was then subjected to an ipa/water flush to attempt to restore the hydrophobic properties of the vent membrane coupons. The filter was then retested and was observed to no longer leak from the vents and passed pressure testing at 29psi for 15 minutes. A device history record review could not be performed on model 10010453 because a lot number was not provided by the customer. A root cause analysis of the infusion set indicates that the root cause for the separation of the tubing to the filter was a lack of solvent between the tubing and the filter port. Additionally, the root cause for the air-in-line issue reported by the customer was created by an occlusion in the filter. The filter was occluded because it was full of tpn. If the infusion set is not changed out regularly, tpn can cause the filter to clog and therefore causing the air-in-line issues reported. Additionally, leakage was noted from a vent of the filter, however, this leakage may have been caused because the filter was saturated with the medication that the customer had used. Leakage was not reported by the customer for this sample and may have been a result of the sample being submitted with the medication still in the filter because the supplier was able to restoring the hydrophobic properties after flushing the filter.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced component separation, and the air in line alarm during use. The following information was provided by the initial reporter: patient's IV tpn pump was alarming "air in line" so the nurse clamped the line, opened the chamber to release the air and the tubing fell apart in her hands.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced component separation, and the air in line alarm during use. The following information was provided by the initial reporter: patient's IV tpn pump was alarming "air in line" so the nurse clamped the line, opened the chamber to release the air and the tubing fell apart in her hands.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.